Manufacturer narrative:
Trusystem 7000 dv table was being articulated into the reverse trendelenburg position when the remote flashed a red error "column base in extreme angle." When attempting to return the table to the level position the base came back to the ground. This, combined with marks found on the leg section indicates the leg section collided with something under table which led to the table lifting from the floor. By leveling the table, the situation was resolved.

Manufacturer narrative:
The trusystem 7000 u operating table was returned to trumpf medical for investigation. A service technician evaluated the table via a series of functional checks and found the table to operate as intended. Table data logs have been pulled for evaluation. If new relevant information becomes available following the evaluation of the data logs, a follow up report will be submitted.

Event description:
A trusystem 7000 u operating table unintentionally moved during a surgical procedure. The patient was in the trendelenburg position when the operating table began to level on its own. No patient impact reported.